Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence and that insulin was leaking from the cartridge during the fill process. Customer changed the cartridge to resolve the issues. Customer¿s blood glucose was 210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.